Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive and the cine bridge board were replaced during the service call.

Event description:
The customer reported that the 9800 system had a problem with the subtraction mode. No pt injury was reported.